Manufacturer narrative:
The implant did not return for evaluation as it remains in situ. Photographs were not provided; therefore, the complaint cannot be confirmed. The lot number was not provided; therefore, a review of device history records cannot be performed. Alphatec spine is submitting this report to comply with the FDA regulations 21 cfr 803. Alphatec spine has made reasonable efforts to provide as much relevant information as available. Any field that is left blank was not known at the time of this submission. If additional information is provided, a supplemental report will be submitted.

Event description:
A patient underwent a spinal procedure on (B)(6) 2024. Approximately two and a half months postoperatively, radiographic imaging revealed that the rod on the right side of the construct had completely disengaged from the tulip head, and the interbody implant had rotated within the disc space. During revision surgery, exposure of the original construct revealed all set screws were intact and secure on the rod except for the right l4 screw. Although the set screw remained seated within the tulip head, the rod had migrated out of position. Both rods were subsequently removed and replaced, along with the screws at l4 and l2. All set screws were also removed and replaced. Prior to final tightening, the interbody implant was repositioned. This report 2 of 2.